Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported implants were explanted for a sternal fixation case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed as the distributor reports there was a revision. Product identity could not be confirmed due to the product not being returned. Visual inspection and functional testing could not be performed due to the products not being returned. Four attempts were made for additional information and product return without a response received to any of them by the distributor. The only information provided is that there were parts that were removed as per the subject of the email; therefore the complaint is considered confirmed. However, it is unknown if there is an alleged malfunction of the parts, and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.